Event description:
The affiliate reported: patient returned to theatre for icp monitor to be changed (le3382), as the icp was ranging in measurement overnight. New icp monitor (le10302) and micro sensor were used. The sensor was zeroed correctly, sutured and closed. The icp ranged from 10 ? 22 mmgh. Surgeon was concerned about the range of the icp reading and changed over to another icp (le3751) and new micro sensor. The sensor zeroed, the icp reading initially fluctuated then read -99. Due to this, the surgeon was still concerned and placed in an evd. (During use on patient).

Manufacturer narrative:
The following products were reported under this complaint: p/n 82-6631; s/n (B)(4) - returned to codman for evaluation. P/n 82-6631; s/n (B)(4) - returned to codman for evaluation. P/n 82-6631; s/n unk. - not returned to codman for evaluation. P/n 82-6635; s/n (B)(4) - not returned to codman for evaluation. P/n 82-6635; s/n (B)(4) - not returned to codman for evaluation. For the icp express unit p/n 82-6635; s/n (B)(4), the product was not returned to codman for evaluation. In the absence of the complaint sample, the manufacturing records were review and it was verified that this unit was conforming to the required specifications when released from the manufacturing on january 21, 2000. Complaint is considered closed at this time. If the complaint samples become available, this complaint will be reopened and the respective evaluation performed. Trends will be monitored for this or similar complaints. Device not returned.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned.